Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ basket was used during a ureteral stone removal procedure. According to the complainant during the procedure, after capturing a calculi with the segura hemisphere¿ basket, the basket would not open up correctly. The procedure was completed with another segura basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.